Manufacturer narrative:
Block b3: exact date unknown, event occurred may 2025 prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an explant procedure. No further information has been received despite good faith efforts.